Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? During sewing cesarean section. Procedure date? (B)(6) 2021 . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.